Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-14524. It was reported that the patient presented for in-clinic follow-up with external noise episode recorded by the implantable cardioverter-defibrillator. Inappropriate shock and anti-tachycardia pacing (atp) were delivered due to over-sensed noise exhibited by right ventricular lead. It was discovered that the patient played in a band and was exposed to electromagnetic interference from acoustic amplifiers. The patient was counseled, and no further interventions were made. The patient was stable.